Event description:
It was reported that a refill was missed. The patient was reportedly in the hospital due to an unrelated issue and needed someone to refill the pump. The patient was experiencing extreme spasms. The pump was filled with saline on (B)(6) 2014. The reporter did not know what type of baclofen the patient was previously receiving or at what rate. The reporter was requesting a manufacturer representative to be present at the refill. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 8575, lot# n096704, implanted: (B)(6) 2007, product type: accessory. Product ID: 8709, lot# j11035r11, implanted: (B)(6) 2002, product type: catheter. (B)(4).